Event description:
The user facility reported the automated impella controller (aic) gave a message regarding optical sensor not working when it was connected to the impella cp pump. The staff tried to restart, disconnected/reconnected, the aic, and the same message displayed. Also, an option to ¿optical bench service¿ appeared. Consequently, the aic was replaced. There was no report of harm to the unknown age patient.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis imc logs confirmed that on the reported complaint date ((B)(6) 2024), during case start, there was an optical sensor system error that was triggered and displayed to the user. Both preceding and following the reported complaint date, and across multiple boots of the console, there were multiple occurrences of suspensions of the optical bench algorithms. Review of rt or lt logs did not reveal any information relevant to the reported complaint. Device analysis console (B)(6) was sent back to field service for further investigation. The reported complaint could not be reproduced. The console¿s optical system was tested and confirmed to be working correctly. The reported complaint was determined to most likely have been caused by an intermittent malfunction of the optical bench. Out of precaution, before returning the console to the customer, field service was instructed to replace the optical bench and the ribbon cable connecting the optical bench to the 4-in-1. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D1 common device name updated. D4 model number updated. G1 reporting contact email updated.